Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This occurred during the therapy initiated on (B)(6) 2014 at 11:29:14. During night drain cycle eight, the patient's ultrafiltration reading was 1533ml, indicating the patient drained 1308ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional method. Evaluation summary: the device was returned to baxter and the evaluation is complete. This is an ancillary service event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the reported issue was determined to be user error, tidal total ultrafiltration (uf) removal being set too low. Homechoice and homechoice pro apd systems patient at-home guide gives a warning that "a total uf volume set too low can result in a gradual buildup of uf volume during therapy. This can result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.